Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device wrench or jaw was broken and broke into two parts. The device was not on tissue. Nothing fell into the patient. There was no unanticipated tissue loss as a result of this problem, and no tissue damage.

Manufacturer narrative:
(B)(4). One used lf1537 device was received for evaluation. The returned sample did not meet specification as received. Without the original packaging or a reported lot number, the investigator cannot determine if the product was within the assigned expiration date at the time of reported incident. Visual inspection noted that the device had been heavily used. The customer reported that the jaw wrench ruptured or the device broke. The reported condition was confirmed. The investigation found that the latch could not open the jaws. The latch tines were broken so there was no compression force. The device was disassembled and pmv found the latch tines were broken as if excessive force was placed on the latch. The investigation identified the root cause of the reported event to be attributed to rough handling by the user. Manufacturing non-conformance review is not required since the lot number is unknown.